Event description:
An underdose was reported initially, especially drowsiness. Patient was hospitalized and was in the intensive care unit. He was unresponsive and his status was serious. It was later reported by the hcp that the patient had metastatic renal cell carcinoma with metastasis and was admitted on (B)(6) 2011 due to drug effects. Patient had headache when standing and being very drowsy. Patient became unresponsive and was on ventilation. There was questionable opiate toxicity. The dosage was decreased to 0.3748 mg/day. Patient was also taking endocet and fentanyl lollipop 4 mcg for breakthrough pain. Patient was told several months ago that she had approx. 6 months to live regarding cancer. Considering patient's dosage/day, there was a concern that the event was caused by pain pump with an overdose. The drug delivered was dilaudid 5mg/ml at 0.7490 mg/day. Intervention: dose adjustments: (B)(6) 2011 - 0.7490 mg/day, (B)(6) 2011 - 0.3745 mg/day and (B)(6) 2011 - 0.0312 mg/day.

Manufacturer narrative:
(B)(4).